Event description:
When the flowmeter was inserted into oxygen outlet in the wall, the top of the flowmeter popped off along with other small pieces and flew into the surrounding bed area. Our bio-tech staff estimate that it's at least 20 years old. After this incident, we gathered up the other flowmeters that were the same model and similar age. Of the four similar flowmeters that we found, two appeared to be fine, one from a different lot had cracks in the top "cap" and one from the same lot had a crack in the top "cap."======================health professional's impression======================no adverse event to a patient.